Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 2. Details of surgery: sinus augmentation and ridge augmentation. On (B)(6) 2024 , loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and increased sensitivity. No further patient complications were reported.